Event description:
Customer reported an issue with the accutorr plus monitor, which may have resulted in a loss of spo2 monitoring. No patient injury was reported.

Manufacturer narrative:
Service representatives replaced the unit's spo2 board and informed the customer their use of non approved spo2 sensors was the cause of the issue.